Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported an a21 alarm. The blood glucose reading was 176 mg/dl. The alarm did not occur during the rewind process. The customer was assisted with programming the time and date into the settings and in performing a self test. The patient was advised to monitor the insulin pump. No further information was provided.